Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings:a review of the pump¿s black box history showed that a loss of prime warning with non-zero force was recorded. A loss of prime warning occurred during investigation. The force sensor calibration was found to be out of the required specifications. The pump case and force sensor were removed and no internal defects were found. The force sensor resistance reading was found to be within the required specifications.

Manufacturer narrative:
Follow-up # 2 date of submission 07/10/2014 - device evaluation:the cartridge has been returned and evaluated by product analysis 07/02/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and a fill test were performed with no failures or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime warnings had occurred with at least three separate cartridges from two separate boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.